Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. However, the field service engineer (fse) of olympus checked the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the fse, omsc concluded that the reported event was attributed to the user handling. It was surmised due to applying stress a load to the camera cable by the user, the camera cable had failure and the reported event occurred. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the rectal operation with the subject device at the user facility, it was found that the endoscopic image of the subject device disappeared. The user facility replaced the subject device to a similar device to complete the procedure. The field service engineer checked the subject device on-site and found that the endoscopic image of the subject device appeared and disappeared repeatedly while shaking the camera cable, so it was surmised that the camera cable was broken. The procedure was probably a laparoscopic rectal resection, but the details was unknown. There was no report of patient injury associated with this event.